Event description:
The patient experienced symptoms of angina and congestive heart failure. Echo and cardiac cath showed severe aortic paravalvular leak. Intraoperatively, there was an area of dehiscence along the aortic annulus under the right coronary ostium. The surgeon attempted to repair the leak with sutures; however, "tee"showed the paravalvular leak was diminished but still present. The valve was explanted and replaced with a 19aj-501. "Tee" showed the new valve was functioning normally with no paravalvular leak.